Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, red particles, and around 0-25% of the shell missing. A weight test of the explanted material was performed and verified the device was underweight. A microscopic analysis of the returned device identified a broken shell with a sharp edge on the posterior side assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the shell thickness within the specification, and broken shell with a striated edge on the posterior side assessed as surgical damage. Based on the device analysis, the final assessment is a broken shell with a sharp edge assessed as an unidentified tear opening, a broken shell with a striated edge assessed as surgical damage, and missing shell that is assessed as inconclusive.

Event description:
Physician reported a rupture of the left side device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture of the left side device. The device was explanted.

Event description:
Physician reported a rupture of the left side device. The device was explanted.